Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: e2. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was determined that communication failure occurred, and image was not displayed because the connector electrical contact was corroded and bent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not insert the video connector while the electrical contacts are wet and/or dirty. This may cause electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety.¿ other investigation findings were as follows: faded rear cover; corrosion on the connector electrical contact; and cable watertightness olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head image does not appear. The customer did not report when the event occurred. There were no reports of patient harm.